Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the device was half deployed. The clip assembly was not returned. The yoke which was still attached to the control wire was then actuated and deployed. There was a kink in the control wire. The over sheath assembly was intact when returned and was on the device. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the complaint was not confirmed. A review of the device history record (DHR) for this batch revealed no issues related to this event. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on that a resolution clip device was used during a gastroscopy procedure performed in the pyloric antrum on (B)(6) 2013. According to the complainant, during the procedure, when the physician attempted to pull back the oversheath, he felt resistance and it was difficult to open the clip. The complainant reported that this difficulty may be due to a damaged oversheath. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on that a resolution clip device was used during a gastroscopy procedure performed in the pyloric antrum on (B)(6) 2013. According to the complainant, during the procedure, when the physician attempted to pull back the oversheath, he felt resistance and it was difficult to open the clip. The complainant reported that this difficulty may be due to a damaged oversheath. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.